Event description:
It was reported that the patient had her generator explanted in 2009, because the pt had picked through her skin at the incision site exposing the generator. It is unk at this time whether device will be replaced. Product has been returned to MFR, but analysis is pending.